Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that integrated circuit, designator u46, on the analog pcb assembly is out of tolerance and caused the device to not be able to charge and shock. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device was displaying the service wrench indicator. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control found that the device was unable to charge and shock.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device was displaying the service wrench indicator. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control found that the device was unable to charge and shock.